Event description:
In 2009, a doctor reported that porcelain onlays seated with nx3 cement on four different patients had fallen off.

Manufacturer narrative:
The doctor could not specify which shade of cement, clear or white, was used on this patient; however, the doctor was able to provide the lot numbers for the shades that were used. The doctor also provided the lot number of the silane primer that was used. Nx3 clear: item lot no. 3087293; nx3 white: item lot no. 3063742; silane primer: item lot no. 2753890. The doctor reported that she did not follow the manufacturer's instructions for use during the placement of the patient's onlays. More specifically, the doctor hand mixed the product rather than dispensed the product through mixing tips. In this particular incident the nx3 cement set and remained bonded to the tooth, but delaminated from the onlay suggesting failure between the cement, silane and porcelain surfaces. The delamination was determined to have been caused by improper preparation of the onlay - insufficient drying of the silane on the porcelain and not following manufacturer instructions for use. The patient's delaminated onlay was replaced with a new one. The patient is doing fine. The device involved in the reported incident was not returned to kerr corporation for evaluation. Retain samples were tested for adhesive strength. The results indicate that the adhesion data was acceptable. This is the first MDR report of the four incidents reported.